Event description:
It was reported that the ilet touchscreen was peeling and the device became nonfunctional, consistent with a screen defect and loss of device function; the specific cause of the crack or delamination was unknown. Symptoms included none reported. Outcomes included the need for device replacement and loss of watertight integrity. Investigation included customer interview, case documentation review, and photographic evidence assessment. Investigation of this case revealed physical damage to the touchscreen consistent with screen delamination or cracking leading to device inoperability. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display assembly with resultant device malfunction.